Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling device was used during a stress urinary incontinence procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the shaft tip broke outside the patient. The procedure was completed with another solyx single incision sling device. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be stable.